Manufacturer narrative:
Other applicable components are: product ID: 3889, serial# unknown, product type: lead. Other relevant device(s) are: product ID: 3889, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for urge incontinence. The patient's wife reported they lowered stimulation because it hurt and it was felt like a sharp pain. It was reported that it was unresolved and that the contributing factors and actions/interventions taken to resolve it were unknown. Additional information was received. It was reported that the patient's leads may have come out of place because the band-aids had come loose and the patient slept on them during the night. They were advised to contact their clinician regarding the reported issue. It was reported that the issue was unresolved at the time of the report. No further complications were reported or anticipated.